Event description:
Per the audiologist's report, the patient did not show benefit from his implant system. The patient also reported non-auditory sensations around the implant site when the implant was stimulated. A CT scan done in aug-07 showed the electrode array was not in the cochlea. The device was explanted and the patient was reimplanted with a new device during the same surgery five months earlier.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.